Event description:
It was reported that (1) device was used during a laparotomy. It was reported by the affiliate that the surgeon was trying to staple a piece of bowel and the orange safety tab of the tlc55 instrument was removed. The staples were protruding from both ends and not the middle and the device would not fire. Another tlc55 instrument was used to complete the case. There was no consequence to the pt.